Event description:
The customer reported that the jaws of the instrument locked and could no longer be opened. Tissue around the jaws was dissected in order to remove the device. Another device was used to complete the procedure without incident. There was no blood loss and no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete, a follow-up report will be submitted.